Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt weak and the right atrial (ra) lead had no capture and had fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's right atrial (ra) lead had high and unstable thresholds as well as high impedance. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.